Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Reason for surgery: large lateral cystocele, uterine prolapse concurrent procedures: lvh/bso. It was noted on (B)(6) 2009 ¿on exam today she had complete resolution of her cystocele. She has a small fragment of what appears to be mesh at the apex of the vagina at the midline. This has not been a problem and unless it causes a problems I would not do any further therapy of that. If her husband is uncomfortable during sexual relations or she has spotting or bleeding problems then we need to recover the small fragment of mesh.¿ he went on further: ¿her abdomen is well healed, external; genitalia is normal, bus is normal, vagina is well suspended anteriorly, the apex of the vagina is normal, there may be a 0.125 inch fragment of mesh at the apex at the midline that I can visually see but I cannot feel it.¿ it was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to sui and small piece of mesh exposure from previous mesh. A device was implanted.

Manufacturer narrative:
(B)(4).